Manufacturer narrative:
The initial MDR was filed as MFR. Report (B)(4). Additional review showed the correct manufacturing site was site (B)(4). (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a user report indicated the alarm was found during a programmed refill on (B)(6) 2017. The motor stall occurred with no recorded recovery (reported as "failure of relaunch process"). The first episode (of motor stall) occurred on (B)(6) 2017 and resolved spontaneously. Pump replacement was necessary to avoid acute withdrawal (dose listed as 1630 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen via an implantable pump for an unknown indication for use. It was reported the patient heard a critical alarm. The hcp interrogated the pump and saw the motor had stalled. The event date was provided as (B)(6) 2017. The patient would be weaned off baclofen. The hcp immediately transferred the patient to another center to quickly change the pump. The pump would be replaced. The pump status was implanted - out of service. It was stated the patient status was alive - with injury. The injury was described as a pump with a stalled motor. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The planned explant date was reported as (B)(6) 2017. Pump log in formation was further provided, from an unknown date, which indicated that a motor stall recovery occurred on (B)(6) 2017 at 14:12, and a motor stall occurred on (B)(6) 2017 at 15:44 with a stopped pump period may exceed tube set messaged declared on (B)(6) 2017 at 15:44 (occurred after the planned explant date reported as (B)(6) 2017). A low pump reservoir also was seen in the logs which occurred on (B)(6) 2017 at 04:21 (occurred after the planned explant date reported as (B)(6) 2017). The pump implant date remained unknown. The patient was reported as ¿doing fine¿ when inquired if the pump had been explanted and how was the patient doing after. As reported, the cause of the motor stall was not determined. It was confirmed that the patient did not experience any symptoms as a result of the motor stalls. The pump was expected to be returned.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion: code (B)(6) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Residue on the gear shaft of the motor gear train resulted in the motor stalls. When the pump was returned for analysis interrogation revealed the concentration of the baclofen delivered was 2,000.0 mcg/ml. Conclusion code (B)(6) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(6) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.